Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H.6. Investigation summary: bd received one sample and 2 photos in support of this complaint from catalog 367846, lot number 3223314. Visual examination of the sample and photos was performed and revealed embedded fm in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer's failure mode could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use that the bd vacutainer® edta 2k had embedded fm. There was no report of patient impact.